Manufacturer narrative:
(B)(6). Name: medtronic minimed country: united states of america based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).

Event description:
It was reported that the patient was hospitalized more than 24 hours due to high blood glucose and treated with manual insulin in pen and having symptoms of sick and dizziness on (B)(6) 2026.